Manufacturer narrative:
(B)(4). Concomitant devices - persona cruciate retaining standard femoral component right size 12, catalog #: 42502607402, lot #: 65082198. Nexgen cruciate retaining pegged precoat tibial component size 7, catalog #: 00597005501, lot #: 64203169. Nexgen standard all poly patella, catalog #: 00597206538, lot #: 64843612. Manipulation of a joint is a mobilization technique, sometimes involving a rapid thrust or stretching of a joint, with or without anesthesia. Per clinical orthopaedics and related research, manipulation is used to treat and resolve arthrofibrosis (scar tissue). This procedure is performed to increase articular motion and reduce chronic pain from arthrofibrosis. The indication for manipulation under anesthesia is related to limited range of motion and stiffness due to adhesions/scar tissue. The root cause is attributed to non-device related factors. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 3007963827-2022-00146, 0001822565-2022-01482.

Event description:
It was reported that the patient underwent a manipulation under anesthesia to address moderate pain and stiffness following a right knee arthroplasty. Initial operative notes noted the patient was experiencing pain, severe joint space narrowing, subchondral sclerosis, osteophytes and subchondral cysts prior to the procedure. No intraoperative complications were noted. Manipulation operative notes noted that the breaking up of scar tissue was audible and palpable. Post-operative range of motion was ten (10) to one hundred twenty (120) degrees. No complications were noted.